Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "the meds weren't flowing through the needle as if it was blocked".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.